Event description:
The patient reported that the pump is increasingly unresponsive to presses of 'up' arrow button. The patient denies exposure to water.

Manufacturer narrative:
The pump was returned to animas for evaluation. The 'up' button was found to be unresponsive to presses. All other keypad buttons were found to be intermittently responsive. The keypad was removed and adhesive was found under the button contacts.